Event description:
The consumer reported the thermometer was giving inaccurate readings. The consumer stated the thermometer was giving a normal reading when her child had a high fever. The inaccurate reading caused a delay in medical attention. The thermometer was requested back from the consumer for eval. There was no adverse event.